Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. There were no issues found and no quality notifications for this lot. Furthermore, the stated lot was expired, so no further clinical testing is possible.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.